Event description:
As stated by the customer (B)(6) 2012: tub was not staying in place. Levelling problem. Anchored tub to floor.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the MFR arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.